Event description:
On (B)(6) 2014, the reporter alleged a dim and discolored display issue and could be safely read. It was reported patient¿s blood glucose (bg) was 450 mg/dl with polydypsia on an unspecified date. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. It was reported the pump¿s basal rate, bolus settings, and insulin on board setting were recently changed by a healthcare provider. The reported bg excursion does not meet criteria for an adverse event. This complaint is being reported because the alleged display screen issue could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/08/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, battery compartment cracks were observed. The battery cap was able to be properly secured to the pump.